Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error and a-35 alarm. The caller did not know the blood glucose reading. The nurse from rio grande hospital stated that the customer had an MRI while they were wearing the insulin pump. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.